Event description:
The physician inflated the savvy long 2.0 x 22 balloon twice. Upon the second inflation, the physician attempted to remove the balloon, but he was unable to. The physician continued trying, and as a result ended up breaking the tip of the balloon off, so there is still part of the balloon inside of the pt. This was a pta procedure below the knee. The balloon tip has since been retrieved and sent to the manufacturer for investigation.